Manufacturer narrative:
The associated device was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. Our clinical evaluation noted that based on the limited information provided, it cannot be concluded definitively whether the reported issues are a direct result of using a smith and nephew device or whether there was a procedural variance during use of the product, or whether any patient medical conditions may have been a contributing factor. The patient¿s current condition has not been provided. The root cause of the reported issue cannot be definitively concluded. Our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened and reevaluated. Occurrence date. Aware date sent on initial report should read 05/22/2019.

Event description:
It was reported that on (B)(6) 2019 patient had a revision surgery performed due to a broken nail and was revised to a synthes blade plate. No additional information regarding the device or patient outcome is available.

Event description:
It was reported that on (B)(6) 2019 a revision surgery was performed due to broken nail and was revised to a synthes blade plate.